Event description:
It was reported that the pre-syncopal patient presented to the emergency room. Upon device interrogation, the right ventricular lead exhibited oversensing of noise causing pacing inhibition and pauses that the patient felt. A lead revision procedure was performed to explant and replace the lead. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pre-syncopal patient presented to the emergency room. Upon device interrogation, the right ventricular lead exhibited oversensing of noise causing pacing inhibition and pauses that the patient felt. The device was reprogrammed and resolved the issue. The patient was stable after the reprogramming.